Event description:
Axsym system processing cover closed on tech while tech was bent into the processing area doing maintenance. Technician received a cut on the forehead with some bleeding. Issue was resolved with first aid. No physician was seen.